Event description:
It was reported that this pacemaker was found to be in safety mode. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that brady therapy remained available. It was not possible to perform a memory dump as the device data was missing/corrupted. The device was opened, and the battery was isolated for testing. The subsequent battery analysis did not identify any characteristics that could have led to the reported clinical observation of safety mode. The battery and hybrid were operating normally.